Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was inserted and the intra-aortic balloon pump (iabp) was started. The pump stopped without "any alarm". The pump was restarted, however, the pump stopped again. The pump stopped a total of four times and each time the pump was restarted on the same day. "In the end, the pump was exchanged". There was no reported harm to the pt. Additional info received on 2/18/2010 from arrow (B)(4) stated that "the iabp was plugged into an electrical socket during use. The iab used was in iab-06840-u".

Manufacturer narrative:
(B)(4). Device will not be returned for eval.